Manufacturer narrative:
The device was returned to zoll medical canada. The customer's report was not replicated or confirmed. The device passed all testing including discharging while sync is activated (measuring the discharge time) without duplicating the report. The device was recertified and returned to the customer. The logs were cleared prior to being received at zoll canada and were unavailable for review. The strips provided confirm that of the 11 delivered shocks, sync was active for 4 of the shocks. It cannot be determined why the user thought the device would not sync without the electronic files. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device was unable to sync. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.